Event description:
During the procedure the 8 x 30 smart control stent was advanced to the lesion after a retrograde approach was made from the ipsilateral. The target lesion was the left common iliac artery. The target lesion was crossed with 0.035 inch radifocus guidewire without difficulty and was pre-dilated with a powerflex p3 balloon twice. Although the balloon was inflated without problem, the target vessel was not dilated enough. Immediately after the distal stent (2 struts of portion) was released, the stent appeared to be releasing into the aorta. The device was pulled back with tension and the stent was released. But the stent drifted into the aorta. The contralateral femoral artery was cut open and an 8f sheath was inserted. A guidewire (details unknown) was inserted through the stent and caught with a snare. When it was withdrawn back into the sheath, insertion part of the sheath was cut down and the both stent and the sheath were removed together from the patient. There was no damage to the patient's vessel. The patient did not experience stent embolization. The target lesion was treated with an express stent (bsj, 8mmx27mm), approaching from ipsilateral side and the procedure was completed without any adverse event to the patient. The patient is in stable condition. There was moderate calcification. The rate of stenosis was 100%. (Cto was located at 2.2cm from a bifurcation of the aorta). There were no kinks or other damages noted prior to removal from its packaging or prior to inserting the product into the patient. The device prepped normally. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. A 6f non-cordis sheath was used initially.

Manufacturer narrative:
The 8 x 30 smart control stent was advanced to the left common iliac artery after a retrograde approach was made from the ipsilateral side. There was moderate calcification with a 100% stenosis. The lesion was crossed with 0.035 inch radifocus guidewire without difficulty and was pre-dilated twice with a powerflex p3 balloon. Although the balloon was inflated without problem, the target vessel was not satisfactorily dilated. After 2 struts of the stent were released, the stent appeared to be advancing into the aorta. The device was pulled back with tension and the stent was released but it drifted into the aorta. A cut down was performed on the contralateral femoral artery and the stent was caught with a snare and both the stent and the sheath were removed together from the patient. There was no reported patient injury. There were no kinks or other damages noted prior to removal from its packaging or prior to inserting the product into the patient. The device prepped normally. The smart control locking pin was in place during advancement towards the lesion and was not removed before attempting to deploy the stent. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. One non sterile unit of smart control 8x30 mm was received coiled in a plastic bag. Locking pin was not received. Valve was opened. Blood residues were found on distal tip and handle. Stent was received damaged. Outer member was kinked at 7.3cm from ID band. No other discrepancies were found. Stent deployment process was performed (without stent) successfully with no resistance felt. The cause of the kinked conditions found during the visual analysis could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. The cause of the damaged stent could not be conclusively determine however it does not appear to be manufacturing related, as per service request complaint file "there were no damages observed on the stent delivery system (sds) during the procedure. And also any anomaly on the stent was not reported from the physician." In addition controls exist in the manufacturing process to prevent and detect these types of failures, reference procedures documented in the route sheet. The migration condition reported by the customer could not be confirmed as any anomalies related to this condition were found during the analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. The physician noted that two segments of the tip of the stent began to prematurely deploy. At that time the physician withdrew the device, however, the stent was released in an unintended location. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.